Event description:
It was reported that prior to starting a da vinci si surgical procedure, the pk dissecting forceps instrument was not rotating or moving correctly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint could not be confirmed. The instrument was placed on an in-house system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument is fully functional. Electrical continuity passed. The instrument has 1 use remaining. However, additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal. Scratches are short in length and not aligned with the tube axis, suggesting it may have been caused by instrument collisions or rough handling. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.